Event description:
Customer called and stated the switch blew up in her hand.

Manufacturer narrative:
Upon examination, we discovered that the casing had been cracked and the customer continued to use it. It also appears the pad was laid on, as we found poly cover dirty or stained, pad bunched, bent/broken lead, bent/ broken thermostat, thermostat dis colorations, pad dirty or stained. At our request, the manufacturer of the switch has enacted several CAPA projects to improved the quality of the switch, the occurrence of the board component failure has dropped significantly in the past 12 months.